Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited noise image occurred. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: d8, e1, h2, h3, h4, h6 and h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 and h8. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause of the reported malfunction of a noisy image was a deformed plug unit, and the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.